Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and insufficient apposition occurred. The target lesion was located in a vein graft to the obtuse marginal branch. A 4.00 x 38 synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent had slipped off the balloon and the balloon was inflated. Another stent was deployed proximal to the previously placed stent and it was then noted that only a part of the previously placed stent was apposed. Since the wire was still in place, a balloon catheter was advanced to further dilate the stent. Angiography was performed but "it never looked quite right". A non-bsc stent was deployed covering the synery stent and the procedure was completed. No patient complications were reported and the patient's status was fine.